Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter, translated from portuguese to english: today, during initial check-ups, I opened at least 4 units of valved connectors, and all presented infusion problems as if they were occluded/closed. Material separated. Lot: (10)25085663.

Event description:
No additional information.

Manufacturer narrative:
No mz1000-br sample was available for investigation. The customer reported that the affected sample was from lot 25085663 and that "during the first consultations, I opened at least four valve connector units, and all of them had infusion problems, as if they were blocked/closed." Additional information from the customer noted that it occurred during flushing with a pre-filled bd syringe. As part of the investigation, the customer provided a video of the affected sample. Analysis of the video confirmed the customer's experience as the maxzero remained occluded when attempted to be flushed. The details of this feedback were forwarded to the manufacturing site for investigation. However, the root cause of the customer¿s experience could not be determined because the sample was not available for examination. Without the physical product, it is not possible to confirm whether a manufacturing defect may have caused or contributed to the occlusion. A review of the production records for lot 25085663 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000-br product in the past 12 months.